Manufacturer narrative:
The reported malfunction was observed, and attributed to a faulty display.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.